Manufacturer narrative:
Follow-up #1: date of submission 02/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found that the threads of the return battery cap were intact while the coin slot on top of the cap was damaged. Contact height and width measurements were within specifications. The battery cap was able to secure properly to a test pump. The investigation was unable to duplicate the reported battery cap issue. Unrelated to the reported battery cap issue, it was observed that the battery compartment was cracked. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. Reportedly the reporter was unable to remove the battery cap when trying to change the battery. Reporter stated that there was no damage to the pump or battery cap and there was no evidence of moisture or corrosion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.